Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012474963 was returned and analyzed. Visual inspection of the shaft and the handle area was performed. The inspection identified a kink at the side port tube and handle separation between upper and lower shell. The steering mechanism and deflection test were performed. No anomaly was discovered. In conclusion, the sheath failed the returned product inspection due to the side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the sheath, the top cover of the sheath handle suddenly burst open when the sheath was being deflected. The doctor managed the situation by squeezing the sheath and continued with the procedure. There were no patient symptoms or complications related to the event, and the procedure was completed without the need for medical or surgical intervention to prevent permanent impairment. No patient complications have been reported as a result of this event.